Event description:
Reporter stated there has been a small spot in the center of the infusion device display since the beginning of the year. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.